Event description:
Additional information was received that noise resulting in oversensing was observed on the rv lead. Rv lead damage was suspected but not confirmed.

Event description:
During a follow up, noise was observed on the right ventricular (rv) channel of the device. A revision procedure was performed. The rv lead and the set screw was found to be loose in the header of the device. The rv lead was capped and replaced to resolve this event. The patient was stable.